Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent to vyaire technical support for analysis and no root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has error 305 "communication to cfb disconnected" during patient use. The screen was frozen on last recorded breath on waveforms and ventilator stopped. The staff removed the ventilator from the patient and replace with another ventilator, while waiting the patient was manually bagged. There was no information of patient harm associated with this event.

Manufacturer narrative:
Device evaluation: result of investigation: vyaire was able to determine the exact root cause of the reported issue investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. Fsca 2021-001 triggered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.